Event description:
Visicu received a report from a health system stating that ecaremanager is not displaying discharge readiness scores (drs) on the drs report. Ecaremanager is displaying an "x" or "n/a" in place of the score.

Manufacturer narrative:
(B)(4). Remote connectivity will be used to evaluate the software at the health system. The manufacturer is currently investigating the issue and a follow-up will be submitted when the investigation is completed.